Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally tested, and leak tested. It passed the microscopic inspection, and no leaks were identified; however, it did not meet the criteria for the deflation test. Both cylinders were also microscopically inspected and leak tested. The first cylinder showed a hole at the distal end consistent with damage from a sharp instrument, while the second cylinder passed the microscopic inspection. No leaks were found in either cylinder. Based on the available information and analysis results, the pump did not meet the criteria for the deflation test, which supports the reported clinical observation of a deflation issue in the cylinder.

Event description:
It was reported that, upon testing the cylinders, the physician identified that one of the inflatable penile prosthesis (ipp) cylinders was not deflating properly. As a result, the procedure was completed using alternative cylinders. The remainder of the system were implanted. No patient complications have been reported.

Event description:
It was reported that, upon testing the cylinders, the physician identified that one of the inflatable penile prosthesis (ipp) cylinders was not deflating properly. As a result, the procedure was completed using alternative cylinders. The remainder of the system were implanted. No patient complications have been reported.